Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal issues occurred. The physician implanted a taxus express2 2.75 x 32 mm drug eluting stent in a tortuous unk vessel. The stent was about 80% deployed at about 2 mm from the proximal edge of the stent. The physician inflated a quantum maverick 2.75 x 8 mm balloon to fully deploy the stent. The stent balloon was fully deployed before withdrawal as no dye was seen on the angiogram. In the physician's first attempt to remove the stent balloon, no resistance was felt until it was about half way removed from the stent. Additional physical force was used to attempt to withdraw the balloon. Failing to move it further, the physician then connected the indeflator directly to the stent catheter to give negative pressure to further deflate the balloon. Intermittent traction was made before the stent balloon was finally totally withdrawn. No pt complications were reported.